Manufacturer narrative:
No button error alarm noted. The insulin pump had no button response due to corroded keypad traces. The insulin pump had cracked battery tube threads, broken reservoir tube lip, cracked reservoir tube, missing reservoir tube o-ring and a missing end cap sticker. The insulin pump was received with out belt clip. Analysis was unable to verify damage to belt clip. No damage noted on belt clip slot. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 61 mmol/l. Troubleshooting was not able to resolve the issue. The device was returned for analysis.